Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the original implant was removed as the patient had fallen previously and then the implant had stopped working. The surgeon felt this was not a product fault and was more than likely caused by trauma. The surgeon was happy with reimplantation. The patient outcome was reported to be fit and well post-surgery.